Event description:
The report is from the study. The pt was a male. The pt had a history of hyperlipidemia, hypertension, and restenosis at the site of a previous cea. The pt was 73 at the time of the index procedure. The index procedure took place in 2007. The target lesion was the left proximal internal carotid artery. The vessel was tortuous with >= 2 bends. The lesion length was 15 mm and the vessel diameter was 6.1 mm. Pre-procedure stenosis was 80%. An angioguard was successfully deployed and retrieved during the procedure. There was no debris in the basket. A precise rx 8 x 30 mm stent was deployed at the target lesion. Post-procedure stenosis was 10%. There was no report of complication or malfunction during the procedure. The pt was discharged the following day. The pt passed away approx 3 and a half months later (2008). No additional info is available at this time.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.